Event description:
It was reported that air bubbles were observed within the pigtail. The customer experienced an elevated blood glucose (bg) level displayed as "high"; however, a specific bg value was not provided. The customer administered a manual injection to address bg. Customer primed the tubing to address the issue.